Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d.9., h4, h.3., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Deflation: not observed openings during the analysis. Additional observations: no other observation observed.

Event description:
Healthcare professional reported a left side deflation and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, a left side deflation. And capsular contracture, baker grade IV. Device has been explanted.